Event description:
It was reported that the patient presented to the hospital with 'palpitations.' The patient was in vt. The pacemaker was interrogated and it did not show any recordings, and it was not possible to "review" the pacemaker. Device status is unknown. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.